Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please also see associated report(s): 0001822565-2018-00824, 0001822565-2018-00825. Concomitant medical products: 11-103562, univ rnglc shl 62mm/l24, 176070, 00902603400, femoral head 32 mm diameter long 14 mm neck length, 60017229, unknown, unknown stem, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Requested but not returned by hospital

Event description:
It was reported that the patient's right hip was revised approximately 15 years post implantation due to pain. The stem was removed, and the cup was retained. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.